Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug eluting coronary stent into a patient to treat a lesion located in the lad # 7 - 8. The lesion, described as excessively tortuous, severely calcified and with 90% stenosis, was pre-dilated four times. The relevant device was advanced toward the lesion, but failed to cross due to the presence of severe calcification heavy tortuosity. It is reported that the resistance was encountered, the physician pulled and pushed the device several times in an attempt to cross the lesion; as a result of the pushing and pulling, the guide catheter location became deeper. When the physician attempted to relocate the guide catheter, the edge of the relevant stent caught on the tip of the guide catheter and dislodged near the lmt. Surgical procedure was performed to treat the lesion. The dislodged stent remained in vivo. Based on the information available, it appears most likely that the patient's lesion morphology together with the pushing and pulling of the device may have impacted on the stent retention of the device and the attempts to reposition the guide catheter may have caused the subsequent stent dislodgement. The device has not been identified as the root cause of the event. The root cause of the event is most likely patient's lesion morphology, user handling and related to another device.

Manufacturer narrative:
Evaluation results: stent dislodgement. Excessive tortuosity, moderate calcification, 90% stenosis. Physician pushed and pulled the device several times. The edge of the relevant stent caught on the tip of the guide catheter. Evaluation codes, conclusion: excessive tortuosity, moderate calcification, 90% stenosis. Physician pushed and pulled the device several times. The edge of the relevant stent caught on the tip of the guide catheter.